Manufacturer narrative:
G4:30mar2021. B4:05apr2021. Philips product support discussed with the customer on the power supply (rp - power supply, v60) replacement provided the manual reference for replacement and post-testing. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 11dec2020.

Event description:
The customer reported that the unit alarms "operating on battery power" when ac power is connected. It should be operating on ac power. The customer contacted product support and verified good power to the power supply but no power out. Product support discussed power supply replacement, provided manual reference for replacement and post testing. The customer reported that the unit was not in use on a patient.